Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion area was located in the severely tortuous and severely calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was simply removed from the patient' body. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.